Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficulty. Factors that contribute to the reported failure to advance the knot (knot lock) may include, but not limited to, user tensions rail suture without distal advancement with knot pusher; user tensions/advances non-rail (white) suture. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.na.

Event description:
Subsequent to the previously filed medwatch report, additional information that was received: the proglide devices were being attempted after a percutaneous coronary intervention (pci) procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted with two proglide devices with a 7f sheath after an unspecified procedure. Reportedly, a cuff miss occurred with the first proglide. A second proglide was deployed; however, the knot could not be advanced. The physician commented that during removal of the proglide device from the anatomy, tension was unintentionally applied to the short suture and therefore, the knot tightened. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.